Manufacturer narrative:
Event date "(B)(6) 2016" is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 400 mcg/ml at 100.12 mcg/day, bupivacaine 2.5 mg/ml at 0.6258 mg/day, and dilaudid 40 mg/ml at 10.012 mg/day via an implanted pump for non-malignant pain. The patient was experiencing some issues with her legs. She went to the emergency room (ER) and they "thought I had congestive heart failure" but then ruled that out. The patient was also told it might be lymphedema. Another doctor told her it may be an "overdose type of toxicity" or a sign of too much narcotics due to high dosage of drugs in her pump. It was reported it "hurts very badly". Interventions mentioned included getting "injections here and there" as well as having the dose increased (dose increases were not mentioned in relation to the current situation). The event date was (B)(6) 2016 (specific date not reported). The patient also takes oral oxycodone 30 mg, minimum of two pills per day (as needed). The situation was being addressed by the healthcare provider (hcp). The hcp's plan was to "reduce everything". The patient understood that this would mean going through withdrawal. It was further reported the "pain had never left" the patient except for the time she had trial for the pump before implant and she was not getting pain pump relief except for the trial. The patient had a refill appointment on (B)(6) 2016 and wanted to discuss side effects from medication. The hcp was going to dilute the medication in the pump. She did not know what medication it may be. Additional information was received indicated the patient did not have lymphedema, but did have serious edema with her legs where they were so swollen and painful and she could not even walk. She had swollen legs and a lot of pain in her foot and shins. The patient woke up one morning and the swelling was there and that was the reason she went to the ER. The patient did not have any falls, trauma, or medical procedure and no changes in her oral medications. The patient wanted to find a better doctor so she was given the website for the locator. When the patient went to a follow-up appointment on (B)(6) 2016 the hcp reduced the oral pain medication by half and it intensified the patient's back pain on (B)(6) 2016. The patient was confused on her alarm date and then checked the refill date on her personal therapy manager (ptm) which stated (B)(6) 2016 and the patient "felt it was low". The patient was inquiring if it was possible for her body to build up a tolerance for the four years and she was redirected to the hcp.

Manufacturer narrative:
Update: the selected outcome attributed to the adverse event as captured in the initial report is no longer applicable. Update: the type of report has been reassessed and is no longer considered a reportable serious injury. (B)(4). Review of this MDR and/or additional information received shows that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21cfr803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient found out on (B)(6) 2019 that she had (B)(6) and staph infection in their bones. They did a culture to confirm; they had done a nose swab. It was further reported that the patient was medically neglected, and she has had the (B)(6) since 1999. The patient was treated back then, and no one ever retested her. The patient has had to have hardware taken out l3, l4, l5 because of the infection. The patient has had to wear a plastic body brace with clips on their hip. It was also noted that the patient had a port in chest that she had to have filled with antibiotics at the hospital every day for 365 days. The patient also had a hernia surgery on (B)(6) 2019 which was not related to the (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was omitted that pertains to a subsequent event; refer to (B)(4) regarding empty pump, missed refill in (B)(6) 2019. Additional information was received via a consumer. It was reported that the patient had an issue with their legs for 25 years. The patient had gone to a lymphedema specialist and had wraps around her legs, but it didn't do anything. It was further noted however that it brought her legs down a little bit. The patient also had a severe (B)(6) in 1999 to 2000 and it took a whole year to clear it. The patient also had a fusion to 3 and 4 and they forgot to fuse 5 and a physician recommended the pump. Regarding a trial, the patient had got relief for two days. The patient weighed (B)(6) pounds when their legs were swollen and today ((B)(6) 2019) she weighed (B)(6) pounds without the swelling. It was further noted that the patient needed a hernia surgery and they won¿t do it when you are septic. The patient did not want her pump refilled because that was when she gets from under her breasts down to her toes swollen, red, and hot. It gets red by their ankle area and calf. The issue was described as having happened two years ago and they said the patient was septic. It was further noted that a physician reduced the medication in the pump and oral medications in the pump and then her legs went down. A physician indicated that she still had elasticity in her ankles and the patient however didn't think they should fill the pump anymore. The physician filled the pump and three days later she was like rocks. It was noted as works from the knee to the ankle. It was described that the patient¿s skin overlapped the ankle and the patient could put a finger between their ankle and calf. The patient had never been able to put regular shoes on; the date of the event was unknown. On (B)(6) 2019, a company representative reported that there had been major swelling post pump refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 20-jun-2017 who reported that in the past she had a problem with ¿sepsis¿ and ¿toxic¿ and stated that she ¿was getting heavier and heavier ¿ both legs swelled up like tree trunks¿. The patient had gone to the ER (emergency room) she thought in 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.